Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was bent 16.0, 28.0, and 84.0 cm from the hub, kinked approximately 99.0 cm from the hub, and ovalized on the distal tip. Conclusions: evaluation of the returned device confirmed the distal tip was ovalized. This type of damage typically occurs due to improper handling during use. If the cat8 is manipulated forcefully during advancement into a sheath, damage such as this may occur. Further evaluation revealed the cat8 was bent in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Cat8 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, while attempting to advance the cat8 through another manufacturer's sheath, the physician pushed hard on the cat8 and the tip of the cat8 became ovalized and kinked. The procedure was completed using a new cat8 and a new sheath. There was no report of an adverse effect to the patient.